Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported her blood glucose is often about 350-400 mg/dl during the past 2 months. Pt stated her infusion device does not give alarms. Pt reported the infusion device normally works, but she sometimes has an elevated blood glucose value. Pt stated she thinks the infusion device is broken. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.